Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading. After product evaluation article changed from k1042.3813 to j1042.3813.